Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that during the most recent remote follow up on (B)(6) 2020, the battery longevity of this pacemaker, the device displayed 10 years remaining. During the previous year's follow up on (B)(6) 2019, the device had 12.5 years remaining. Premature battery depletion was suspected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device explant was recommended. Additional information confirmed that this device has been replaced and is no longer in service. No further adverse patient effects were reported. This device was returned to boston scientific for analysis. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during the most recent remote follow up on (B)(6) 2020, the battery longevity of this pacemaker, the device displayed 10 years remaining. During the previous year's follow up on (B)(6) 2019, the device had 12.5 years remaining. Premature battery depletion was suspected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device explant was recommended. Additional information confirmed that this device has been replaced and is no longer in service. No further adverse patient effects were reported. This device was returned to boston scientific for analysis. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.